Manufacturer narrative:
Device was not returned for investigation and requested lot number was not reported. If further information is obtained, a follow-up report will be submitted. (B)(4).

Event description:
Band was placed by physician appropriately and inspected. By the time the patient was upstairs in recovery they had a large hematoma, which required a fasciotomy procedure. No air was released, they placed the vasc-band, brought the patient up to the floor and the patient complained of pain. They looked at the patient and found the hematoma, there was no time to release air.